Event description:
Allegedly neck, cup and head where taken out for mom. Stryker dual mobility was put in.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. (B)(6). This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00020, 00022.